Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the alarms resolved after the controller was upgraded to software version 1.7.0. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having frequent intermittent power cable disconnect alarms from their controller over several months. These alarms occurred all throughout the day and every day. The patient's equipment had been cleaned and their battery clips were replaced and power cables were inspected. The patient had a controller software update on (B)(6) 2021. No further alarms were noted.